Event description:
It was reported that the balloon of this device was used to dilate another MFR's coronary stent. It is reported that the balloon burst above its rated burst pressure after 8 dilitations. Upon withdrawal from the pt, the distal portion of the catheter separated and was retrieved using a snare. There has been no claim of injury related to this event. A portion of the device remained in the vessel and could not be retrieved.